Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly failed to inflate. It was further reported that the balloon was allegedly wrapped. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2025).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2025), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly wrapped upon inflation. It was further reported that the balloon allegedly did not fully expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 drug coated dilatation catheter was returned for evaluation. The balloon was noted to be twisted throughout the length. No other specific anomalies were noted during the visual evaluation. In the functional testing, negative pressure was applied to the device with an in-house presto inflation device. The balloon was inflated to 12 atm and maintained shape and pressure, then the balloon was deflated and twisting was noted to still be present with striations marks. No other functional testing was done. As the balloon was noted to be twisted during visual evaluation and post deflation of balloon during the functional testing, striation marks were also noted. Therefore, the investigation is confirmed for the reported balloon twist upon inflation. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly wrapped upon inflation. It was further reported that the balloon allegedly did not fully expand. There was no reported patient injury.